Event description:
Health professional reported a lap-band system explant due to erosion.

Manufacturer narrative:
(B)(4). The product associated with this report will not be returned for analysis. The product associated with this report will not be returned. Based upon the serial number, model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Erosion, pain and fever are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable caused for this event. Device labeling addresses the possible outcome of erosion are follows: "there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight pain, access port infection or abdominal pain. Reoperation to removed the device is required. Reoperation for band erosions may result in a gastrectomy of the affected area. Eroded bands have been removed gastroscopically in a very few cases. Consultation with other experienced lap-band system surgeons is strongly advised in these cases."